Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after use of the device , a very small less than one millimeter tip of the suture was missing. The suture was taken out of use. A sticky discarder used to try and locate on the floor and sterile field.  The surgeon decided that due to micro size of suture x-ray would not be helpful.